Event description:
The customer reported a lower than expected vitros phyt result (chm-03 diluted sample result of < 3.0 g/ml vs. Expected result = 6.45 g/ml) for a single proficiency sample while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
The investigation determined that the customer diluted the affected proficiency sample and obtained a phyt result of < 6.0 g/ml. However, the customer reported a phyt result of < 3.0 g/ml. In addition, the customer did not follow the vitros phyt instructions for use when selecting a diluent for the dilution of a sample whose neat result was less than the analyzer range (< 3.0 g/ml). There is no evidence that the vitros 5,1 fs chemistry system or vitros phyt reagent slides malfunctioned. The investigation determined that the root cause of the event is user error.